Manufacturer narrative:
Evaluation summary: the returned ventilator was visually inspected upon receipt and no anomalies were detected. Power cycle testing was performed and no frozen screen was observed. The reported frozen screen malfunction was not duplicated. Operation verification procedure was conducted on the ventilator and it was returned to the customer.

Event description:
The user reported that during routine a ventilator check, it was discovered that the ventilator screen was frozen. It was not possible to navigate the screen functions, but the ventilator was delivering breaths to the patient. The patient was manually ventilated while three attempts were made to restart the ventilator to clear the screen. The ventilator screen remained frozen. The patient was transferred to a second ventilator. No permanent patient injury was reported.